Manufacturer narrative:
No UDI required due to this device being out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Diffuse lamellar keratitis (dlk) is a known complication of refractive laser surgery. It is a reaction of the surgical trauma and may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported a case of diffuse lamellar keratitis (dlk) observed two days post lasik procedure of the left eye. Patient reported vision was good but foggy. Reporter indicated the post operative topical steroid eye drop dosage was increased. Upon follow up, the surgeon indicated the patient received a flap lift and rinse. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.